Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, bench handling, discharging, and a defib cycle testing without duplicating the report. The dock connector was replaced as a precaution. The device was recertified and returned to the customer. The customer's power related accessories were not returned as part of this investigation. No trend is associated with reports of this type.